Event description:
The user facility reported that their 3080sp surgical table started to drift downwards during a patient procedure. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and noted that the table articulated normally via the hand control, manual controls and the auxiliary override switches. Weight was also placed on the table with no drifting observed. As an additional test, the technician connected another hand control and the unit still operated to specifications. Unrelated to the reported event, the technician found that the a/c outlet required replacement. After inspecting the table and changing the a/c outlet fuse, the technician turned the table back over to the hospital for use. No additional issues have been reported. The table subject of the reported event is 18 years old and is maintained by the hospital maintenance department.